Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had audio anomaly. Customer's blood glucose value was unknown at the time of the incident. Customer stated that the self test was passed but the same day at afternoon the customer found the alarm again. The customer was not assisted with troubleshooting. The device will be return for analysis.